Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and necrosis are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown, necrosis.

Event description:
Patient reported "exchange from textured to smooth implants due to the patients concerns with the product". Later healthcare professional reported "capsular contracture baker grade unknown and exchange of a textured device due to product concern". Later healthcare professional reported "pain", "redness" and "benign findings present", the later is not device-related, via ultrasound and reported "hyalinized fibrous capsule with attached benign fibroadipose tissue" and "there are focal areas of fat necrosis". Event was confirmed via mammogram. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - anxiety-product/procedure: unable to observe - capsular contracture: unable to observed - cyst: unable to observed - necrosis: unable to observed. As per the investigation procedure, deformation and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported "exchange from textured to smooth implants due to the patients concerns with the product". Later healthcare professional reported "capsular contracture baker grade unknown and exchange of a textured device due to product concern". Later healthcare professional reported "pain", "redness" and "benign findings present", the later is not device-related, via ultrasound and reported "hyalinized fibrous capsule with attached benign fibroadipose tissue" and "there are focal areas of fat necrosis". Event was confirmed via mammogram. This record is for the right side. Device was explanted and replaced.